Manufacturer narrative:
Insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. Insulin pump was received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose level was unknown at the time of incident. It was reported that the insulin pump was dropped on the ground and the cracked occurred on the display. The insulin pump was returned for analysis.